Event description:
Information received from the (B)(6) clinical database.treatment of an interior carotid artery (ica) sidewall saccular aneurysm. During the procedure, it was reported that the distal portion of the pushwire broke after deployment in the paraclinoid-ica. The physician deployed a solitaire stent to trap the broken segment against the vessel wall.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Only the proximal broken segment of the pushwire was returned as the distal broken segment remained in the patient with the pipeline. Analysis of the cross section at the break point showed that the failure of the pushwire occurred due to torsional overload. Pushwire separation.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).